Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in over a month and the ipg was not communicating, the patient programmer showed an error message and could not locate the ipg. A company representative confirmed the ipg to be inoperable. Surgical intervention will be taken to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the ipg was explanted and replaced. Stimulation was restored following the procedure.